Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer's blood glucose level exceeded 500 mg/dl, but the exact value was unknown and was displayed as "high." To address the high blood glucose, the customer administered a correction bolus via the pump. No third-party assistance was required. Reportedly, the customer resolved the issue by changing the infusion set and cartridge and resuming insulin.